Manufacturer narrative:
The reported event of run on was duplicated. Upon disassembly of the device, excessive corrosion was found throughout, which was the root cause of the event.

Event description:
It was reported that when the trigger of the system 7 sternum saw was released, the saw would hesitate before it would stop running, during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.